Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer changed pump supplies; however, alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.